Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, device evaluation found cut on cable. Based on the results of the investigation, it is likely the following led to the malfunction: damaged cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed a dark image. The issue was found during reprocessing. There were no reports of patient harm.